Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the pcba fh cubie pmc component u300. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of 15400 device not detected on bus, lights out on back of drawer was confirmed during fse testing and subsequently confirmed during the dchu inspection process, no testing is performed on circuit boards with observed thermal damage. According to work order #(B)(4), the fse observed that the pcba fh cubie pmc and pcba fh cubie drawer controller had no power indicators (no lights). The fse replaced both the pcba fh pmc and pcba fh drawer controller and configured the drawer in the station. The customer logged in and confirmed that the inventory stations were functioning as designed. During dchu visual inspection: p/n 151622-01: was received in good condition with no signs of fluid ingress, broken, loose or missing components. P/n 151903-01: the part received presented one component (u300) with burn marks which indicates that the pcba fh cubie pmc suffered thermal damage during dchu testing p/n 151622-01: laboratory testing was conducted using a calibrated dmm on the pcba drawer controller. No anomalies were found on the pcba because all measured tests were found to be acceptable. The hardware test application (hta) confirmed that the pcba drawer controller is functioning as intended. All diagnostic tests completed successfully, meeting the required performance standards. With no indications of intermittent behavior observed throughout the evaluation. P/n 151903-01: no further laboratory tests were required for the pcba fh cubie pmc due to the thermal damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue 15400 device not detected on bus, lights out on back of drawer was identified as a faulty pcba fh cubie pmc due to thermal damage in component u300 which ultimately compromised the drawer's functionality.